Event description:
Post subclavian tavr procedure, a dissection was noted and repaired with with a peripheral stent. Initially, the left subclavian artery minimal luminal diameter (mld) was borderline to accommodate the 16fr expandable esheath. The decision was made to perform percutaneous transluminal angioplasty (pta) with a 7x4 non-edwards balloon prior to the tavr procedure. No perforation or dissection was found post pta. Serial dilations were successfully performed. The esheath was inserted and the dilator was removed. Following removal of the dilator, the esheath bent close to 90 degrees at the area of transition from the clavicle to the sternum. At this point, the extra stiff wire was exchanged for a super stiff wire to provide additional support in the area of the esheath kink. Balloon aortic valvuloplasty (bav) balloon catheter was advanced through the sheath without difficulty. Upon inserting the delivery system (ds), a lot of force was used to push past the kink in the esheath. A 23mm sapien xt valve was deployed with a final 50:50 aortic/ventricular position, resulting in trace paravalvular leak (pvl). Following removal of the esheath, angiography revealed a small dissection of the artery where the esheath had kinked. The dissection was repaired with a 7x40mm iliac stent. At the completion of the procedure, the patient was extubated on the table and transferred in stable condition. The access vessel was reported to be borderline, with calcium in the vessel at the location of the esheath kink noted.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, the dissection post sheath removal appears to be due to patient factors, i.e. Borderline vessel diameter to accommodate the sheath, vessel tortuosity, and calcium burden. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.